Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low prostate specific antigen (psa) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested for psa and a result of 3.1ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The customer re-tested the original sample on another pack of reagent and repeated psa result was 4.8ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was run from the same serial number pack of reagent, as the patient sample, and was within expected ranges the morning of the event. Pre-analytical sample handling information was not supplied. A field service engineer (fse) was dispatched, but cancelled by customer, as they feel that the issue was resolved after switching to a new reagent pack. The fse has since been in contact with the customer and no further issues were reported. The fse will be collecting the reagent pack in question and return to bci for investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.